Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the arterial catheter became kinked during insertion. There was no delay in treatment and no patient death or complications reported. Follow up information states another kit was opened to complete the procedure.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the catheter was kinked during insertion was confirmed. The customer returned one radial artery catheter. This catheter is part of a radial artery catheterization assembly and no other components were returned. Visual examination of the returned catheter revealed two kinks in the catheter body and biological material within the catheter body. Microscopic examination confirmed the two kinks. No other damage was observed. One kink was observed immediately below the hub and the second kink was measured at 1.8 cm below the hub. The catheter length measured 6.4 cm, which meets the length specification of per the guide wire graphic. This catheter is assembled over an introducer needle. The needle's outside diameter is specified at 0.032". Therefore, a 0.032" long pin gage was inserted through the catheter to look for blocks. The pin gage passed through easily with very little resistance at the kinks. No blocks were found. A device history record review was performed reveal any manufacturing related issues. However, the catheter is part of an assembled device used during insertion and the other components (guide wire and introducer needle) were not returned. The probable cause other remarks: of this complaint could not be determined based on the information provided and without a complete sample. No further action will be taken.